Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame near the separation site. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. Two nitinol crowns are observed protruding through the polymer material at the distal end of the capsule. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the delivery catheter system (dcs) was unable to be advanced. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the access vessel was tortuous and calcified. This indicates that the probable cause of the advancement difficulties was patient anatomy. The dcs was removed and when it was examined after removal, the capsule was observed to be broken. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through tortuous anatomy, as was reported in this case. A break was observed in the capsule frame, confirming the reported event. Additionally, two nitinol crowns were observed to be protruding from the capsule flare end. There was no other evidence of damage observed on the dcs. Based on the investigation completed to date, there is no evidence that the product failed to meet specification and this event was most likely not related to a fault condition of the device. The exact root cause of the capsule separation is unknown however. It is proposed, based on a review of the complaint information, that patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) are potential contributing factors to capsule damage. The root cause investigation determined that a number of factors may cause or contribute to nitinol crown protrusion. These factors include; use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, it was noted that the patient anatomy was calcified and tortuous, and the physician applied a "good amount of pressure" to advance the system, which are factors which most likely caused the capsule damage. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. The access site was switched to the left femoral and a second valve and second dcs were used. The case was completed successfully. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Conclusion: not yet available, evaluation of the product is in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the implanting physician had difficulty advancing the delivery catheter system (dcs) through the patient's tortuous, calcified iliac artery using the right femoral access site. Several attempts to pass were made without success. The physician applied a "good amount of pressure" to advance the system, but the dcs was unable to be advanced. The valve was never attempted to be deployed. The dcs was removed. It was reported that when the dcs was out of the patient's body, the capsule appeared bent. The dcs was taken to the back table to be further examined and it was reported that the dcs "literally broke towards the sheath at the distal end of the capsule, in that the parts were not together". No bumps were observed on the catheter. The nitinol frame did not protrude. The marker band did not protrude. No gouge marks or scrape marks were reported on the capsule. The valve was unable to be removed from the dcs capsule on the back table. It was reported that the valve loaded normally with no resistance felt. It was not difficult to load and did not require re-loading. No mis-load was identified. The access site was switched to the left femoral and a second valve and second dcs were used. The case was completed successfully. No additional adverse patient effects were reported.